Event description:
Dr. (B)(6) was using an endoclose device in the pt bed. The device came apart while in the pt. All pieces were retrieved by the md. Charge nurse and materials notified. X-ray notified. Retrieved parts verified by myself, dr. (B)(6) and [redacted name], cst. Clinical materials notified the sales rep- once she receives a response, will send back to the manufacturer. Manufacturer response for endoclose device, (brand not provided) (per site reporter).